Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that difficulty crossing occurred. The 95% stenosed target lesion was located in a severely calcified and severely tortuous right coronary artery (rca). The lesion was pre-dilated with a 2.0x20mm balloon catheter. A 3.50x16mm promus element plus stent was selected to treat the lesion but the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. The stent was kinked and damaged towards the middle of the stent. A visual and microscopic examination found that the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).